Event description:
Hologic novasure impedance controlled endometrial ablation device would not pass the cavity test x 2 devices. Dates of use: (B)(6) 2014 - (B)(6) 2014. Diagnosis or reason for use: endometrial ablation.